Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to syncope. During interrogation an impedance issue was noted on the lead. The lead was capped and replaced on (B)(6) 2017. There were no adverse consequences for the patient.